Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient sought medical attention and was hospitalized in the emergency department. The patient reported that a sensor displayed recurrent low glucose readings; however, upon presentation to the emergency department, hyperglycemia and ketones were identified. The patient received medical treatment and was discharged on the same day. Reported symptoms/diagnosis included hyperglycemia and ketones. No blood glucose values were reported. It is unknown whether the patient was wearing a pod at the time medical attention was sought. Dexcom was notified on 10 july 2026.